Event description:
Incisional hernia [incisional hernia], giant-cell inflammatory reaction [inflammation]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a male patient (initials and date of birth unknown). The patient's medical history was not provided. The seprafilm lot number was not provided. On an unspecified date in 2011, the patient with prior colon resection and seprafilm placement, developed incisional hernia. During the repair, bulky mesenteric masses mimicking carcinomatosis were discovered. The physician reported that all the pathology points towards giant-cell inflammatory reaction. The action taken with seprafilm was not provided. The patient's outcome for the events of "incisional hernia and giant-cell inflammatory reaction" was not provided. Concomitant medications were not provided. The intensity for the events of "incisional hernia and giant-cell inflammatory reaction" was not provided. The relationship between seprafilm and the events of "incisional hernia and giant-cell inflammatory reaction" was not provided by the reporting physician.

Manufacturer narrative:
The benefit-risk relationship of seprafilm is not affected by this report.